Event description:
It was reported that the lead was explanted and replaced with no reason stated. Additional information was requested but has not been received. No further information is available at this time.

Event description:
New information received indicated that the right atrial lead was explanted and replaced due to t-wave oversensing. There was no effect to the patient prior, during, or after the surgery.